Manufacturer narrative:
(B)(4). Investigation results: an wallflex¿ biliary rx stent and delivery system was returned for analysis. Visual examination of the return device found the stent fully constrained on the delivery system and attached to the reconstrainment band. The distal clear sheath was kinked and the outer sheath detached between the clear and dark blue sheath. The inner shaft proximal to the guidewire port was severely kinked. There were several bends along the distal inner shaft. Functional analysis found the stent could not be deployed using the deployment handle. However, it was possible to deploy the stent by pulling the tip of the delivery device. There was no damage to the stent. The damages noted with the returned device are consistent with the application of excessive force. The cause of the reported device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary rx stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the wallflex¿ biliary rx stent failed to deploy. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed the sheath was partially detached between the dark blue sheath and the clear sheath.